Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified unspecified vessel. A 3.00 x 38mm promus element plus stent was advanced to treat the target lesion. The device was removed slowly and upon inspection outside the patient's body, it was noted the edge of the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.